Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "display is distorted, the whole display is not showing"; this condition had the potential to interrupt delivery. This condition was found in the biomed science department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "display is distorted, the whole display is not showing" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.